Manufacturer narrative:
Reported event: an event regarding loosening involving a jts, distal femur replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6)2020. The surgeon reported femoral stem instability. The CT image provided shows that the femoral component is engaged and aligned with the tibial component. However, the distal femoral component was externally rotated inside the bone, and the femoral stem was not in line with the femoral cavity (tilted), which indicate that the fixation for the femoral stem has loosened which causes instability of the femoral stem. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for revision of the patient's right distal femoral jts. Noted on the form: "stem instability. Request is for femoral stem replacement only. Save femoral and tibial components."

Event description:
A patient specific implant prescription form was received for revision of the patient's right distal femoral jts. Noted on the form: "stem instability. Request is for femoral stem replacement only. Save femoral and tibial components."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.